Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad and a second implanted in the first obtuse marginal. Post-procedure, subject¿s troponin peaked at 0.84 ng/ml, 14 url.3. Cec adjudicated non-q-wave mi (target vessel-lad and 1st obtuse marginal), mdt extended historical peri-pci and adjudicated stent thrombosis as no event.

Manufacturer narrative:
The event date was updated to (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.